Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited noise, high pacing threshold. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was suspected to have fractured due to intermittent high out-of-range pace impedance measurements greater than 2,500 ohms observed via daily measurements. Fluoroscopic imaging was taken, but no obvious defects were noted. Additionally, visual inspection of the lead connector and insulation from the open device pocket did not reveal any visible integrity concerns. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited noise, high pacing threshold. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.